Event description:
A wire collet was sent for eval because metal shavings were coming out of the device. There was no pt involvement, no adverse event was associated with the device. No further info was provided by the user facility.

Manufacturer narrative:
Corrosion was noted within the internal components of the device. The wire collet was discarded because it is repairable once it is disassembled.